Manufacturer narrative:
The device was manufactured between september 19, 2017 - september 20, 2017. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) units of 1000 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking. The location of the leak was not specified. The leaks were discovered prior to patient use. There was no patient involvement. No additional information is available.